Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) had a low drain volume alarm. The caregiver (cg) stated that there were large gaps of air in the line. The hp ended therapy and would start over with new supplies. Global product surveillance contacted cg on (B)(6) 2011. The cg did not notice any defects with the original supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The low drain volume alarm is confirmed due to the air in the patient line described by the patient, which is a known cause of the alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was air in the patient line.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.